Event description:
Information received by medtronic indicated that the customer reported that the piston of the insulin pump was broken. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected insulin flow blocked alarms or prime/fill anomalies noted during testing. Successfully utilized thump to download history/trace files. Verified the pump alarmed no delivery during basal/bolus/priming in pump downloaded history near event date 45 times. Listed below are the dates/times of no delivery alarms listed on or near event date along with during basal/bolus/priming: 3 no delivery alarm during basal: start date 08/27/2023 00:07:00.000 end date 08/27/2023 06:47:00.000. 2 no delivery alarm during bolus: start date 08/27/2023 09:17:23.000 end date 08/27/2023 09:18:36.000. 2 no delivery alarm during priming: start date 08/27/2023 09:20:45.000 end date 08/27/2023 09:26:44.000. 3 no delivery alarm during bolus: start date 08/27/2023 11:52:27.000 end date 08/27/2023 12:57:39.000. 1 no delivery alarm during priming: start date 08/27/2023 12:58:45.000. 3 no delivery alarm during bolus: start date 08/27/2023 13:05:53.000 end date 08/27/2023 13:46:33.000. 2 no delivery alarm during priming: start date 08/27/2023 13:47:59.000 end date 08/27/2023 14:00:17.000. 3 no delivery alarm during bolus: start date 08/27/2023 14:04:03.000 end date 08/28/2023 19:48:39.000. 2 no delivery alarm during basal: start date 08/28/2023 19:52:29.000 end date 08/28/2023 23:32:25.000. 1 no delivery alarm during bolus: start date 08/28/2023 23:42:31.000. 2 no delivery alarm during basal: start date 08/28/2023 23:47:25.000 end date 08/28/2023 23:57:00.000. 1 no delivery alarm during bolus: start date 08/29/2023 00:02:33.000. 1 no delivery alarm during priming: start date 08/29/2023 00:12:00.000. 3 no delivery alarm during basal: start date 08/29/2023 01:07:25.000 end date 08/29/2023 01:17:23.000. 1 no delivery alarm during bolus: start date 08/29/2023 01:17:51.000 end date 08/29/2023 01:18:20.000. 9 no delivery alarm during basal: start date 08/29/2023 01:22:17.000 end date 08/29/2023 03:32:19.000. 1 no delivery alarm during bolus: start date 08/29/2023 03:37:17.000. 2 no delivery alarm during basal: start date 08/29/2023 04:12:23.000 end date 08/29/2023 04:17:21.000. 2 no delivery alarm during bolus: start date 08/29/2023 04:22:21.000 end date 08/29/2023 04:27:19.000. 1 no delivery alarm during priming: start date 08/29/2023 04:28:26.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and end cap address label missing. Pump passed function testing. No unexpected insulin flow blocked alarms or prime/fill anomalies noted during testing. No delivery alarm not confirmed. Prime/fill anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.